Manufacturer narrative:
Concomitant medical products: 5554 lead, implanted: (B)(6) 2008; 4194 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed over-sensing. It was also reported there were missed ventricular pacing pulses and a pause that lasted for seven seconds. It was determined this occurred during the time the patient had a ¿severe and persistent cough.¿ during interrogation over-sensing repeatedly occurred while the patient ¿coughed hard.¿ when stress was applied along the lead route there was no over-sensing. It was noted that a previously capped lead may be coming into contact with the right ventricular lead (rv) with resulting over-sensing during coughing. The patient will be monitored, and it will be determined later to remove the competitor lead. The rv lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.